Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pharmacy and facility formulary were not accessible or populating on pyxis enterprise server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pharmacy and facility formulary were not accessible or populating on pyxis enterprise server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. He complaint history for sn (B)(6) was performed in salesforce which did not locate simila a review of tr complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy and facility formulary was not accessible in the server. The technical support specialist (tss) dialed into the server and logged into enterprise server as care fusion support. The tss checked the pharmacy formulary, but the page did not display correctly. The tss escalated the case to the product support engineer (pse) and the pse successfully deployed the package on the backend of the es servers. Then the pse requested the customer to coordinate with their it team to perform a manual reboot of the servers. The tss had multiple follow up to get resolution but there was no response from the customer end updated for closure of case. The system functioned as intended after the technical support specialist checked the device.